Manufacturer narrative:
IFU was reviewed and it includes shallow chamber as a known complication and adverse reaction. Device history record for the lot reported was reviewed for compliance and no issues were observed. Product was manufactured, tested and released in compliance with our procedures. The doctor reported too much flow through the tube and had a flat chamber in seconds. As a surgical intervention, the tube was tied. The doctor saw the patient and they had a very shallow chamber, but not flat. The patient said that their vision was getting better every day. The doctor feels that the patient will be just fine.

Event description:
Flat/shallow chamber.